Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis

Manufacturer narrative:
(B)(4).

Event description:
Surgeon advised that he was able to remove the blade with no consequences to the patient. This was a lap hysterectomy.

Event description:
It was reported that during an unknown laparoscopic procedure, the active blade broke off of device and fell into the patient. The blade was able to be located and retrieved. No other information is available at this time. There was no adverse consequence to the patient. Customer will not release device.